Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that there was an issue with phase change materials power supply (pcm power supply). After replacing the phase change materials power supply (pcm power supply), the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system was down - there was no power. The issue was found outside of clinical use. No harm has been reported to philips.